Manufacturer narrative:
Date of event: unknown. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® naf 3.0mg na2 edta 6.0mg plus blood collection tubes had decapping issues. No serious injury or medical intervention was reported.